Manufacturer narrative:
Additional data: b.5., h.6. Upon further review, this report is a duplicate of mrn 9617229-2021-56354. Any additional information received will be reported under mrn 9617229-2021-56354.

Event description:
Upon further review, this report is a duplicate of mrn 9617229-2021-56354. Any additional information received will be reported under mrn 9617229-2021-56354.

Event description:
Patient reported left side "bia-alcl." Pathological markers confirming alcl have not been received. The device has been explanted.

Manufacturer narrative:
In response to FDA report number: mw 5104834. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "bia-alcl".